Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited unspecified capture issue. When the physician attempted to reposition the lbbap lead, the lbbap lead helix could not be retracted and appeared damaged. To complete the procedure, the physician capped the lbbap lead. The patient was in stable condition.